Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported a leak in the pump segment, and returned one sample of material 10010454. The sample was examined at the pump segment, and the complaint of cut/damage was verified. The cut was in the middle of pump segment. The manufacturing plant did not find the root cause for the cut and was unable to trace it to a manufacturing process. The root cause for the cut in the pump segment is unknown. Reported lot is unknown. Potential lots from smart site ID. Device history record review for model 10010454 lot number 24045394 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 13may2024. Device history record review for model 10010454 lot number 24045758 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 08may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking the following information was received by the initial reporter with the following verbatim: it was reported by the customer that bd alaris IV tubing leaking at the pump channel section. Upon inspection small tear noted in mid-section of pump channel section.